Event description:
A smart control, (B)(4) stent partially deploy and appeared to "bunch up" a little after deployment. The target lesion was in the left common iliac artery. The lesion had 50% or greater stenosis and was moderately calcified. The reference vessel was 6 to 7mm in diameter and was not tortuous. The smart control locking pin was in place during advancement towards the lesion and the pin was removed before attempting to deploy the stent. The instructions for use (IFU) instructs that the user hold the handle of the sds flat and straight outside the patient's body; however, the physician held one hand on the smart control handle and their left hand on the stent catheter near the sheath, possibly causing the stent to move forward because of inadvertent pinching on the catheter. After fully deploying the stent, the physician decided to put two balloon expandable stents inside the smart stent since the stent was about 6 to 7cm long instead of 8cm. There was no injury to the patient, and there was no residual stenosis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure, a smart control, iliac 7x80ml stent partially deploy and appeared to "bunch up" a little after deployment. The target lesion was in the left common iliac artery. The lesion had 50% or greater stenosis and was moderately calcified. The reference vessel was 6 to 7mm in diameter and was not tortuous. The smart control locking pin was in place during advancement towards the lesion and the pin was removed before attempting to deploy the stent. The instructions for use (IFU) instructs that the user hold the handle of the sds flat and straight outside the patient's body; however, the physician held one hand on the smart control handle and their left hand on the stent catheter near the sheath, possibly causing the stent to move forward because of inadvertent pinching on the catheter. After fully deploying the stent, the physician decided to put two balloon expandable stents inside the smart stent since the stent was about 6 to 7cm long instead of 8cm. There was no injury to the patient, and there was no residual stenosis. The deployment difficulty-partial deployment reported by the customer was not confirmed since no resistance was found during functional analysis, and the stent was not received. The incorrect length-too short condition reported by the customer was not confirmed since the stent was not received, the distance between the stop and the brite tip was found to be 84 cm which is enough to contain an 80 mm stent. The cause of the kinked condition found during visual analysis could not be conclusively determined; however, it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. The smart control IFU states: slack removal - advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands ("pin and pull" method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop." There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. One non sterile unit of smart control 8x100mm was received coiled in a plastic bag. Locking pin and stent were not received. Outer sheath was kinked at 0.5 cm from ID band. Blood residues were observed at wire lumen and stop location. No other discrepancies were found. Deployment process was performed, without the stent, per (B)(4) and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deployment difficulty-partial deployment reported by the customer was not confirmed since no resistance was found during functional analysis, and the stent was not received. The incorrect length-too short condition reported by the customer was not confirmed since the stent was not received, the distance between the stop and the brite tip was found to be 84 cm which is enough to contain an 80 mm stent. The cause of the kinked condition found during visual analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time.